Event description:
A medtronic sales representative rec'd a report from the hosp that the bio-console registered motor rpm's, however the pts pressure dropped. The venous reservoir bag continued to fill and there was no increase in arterial line pressures. No other info available at this time.

Manufacturer narrative:
In review of the previous years MDR files, we found that the follow-up evaluation for this medwatch report was not submitted. The bio-console was received for evaluation on 11/13/1997. Evaluation of the unit could not confirm the "no-flow" condition. Our service dept performed preventive maintenance, cleaned, calibrated and final tested the unit. We will continue to monitor for trends.